Event description:
On (B)(6) 2012, the reporter contacted lifescan USA alleging that the subject meter's display was cracked. This complaint is being reported because the alleged meter issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the meter failed testing. The meter was found to have a cracked/broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.